Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. (B)(4).

Event description:
User facility(uf) medwatch report (B)(4) was received 29jun2018. The uf report showed the facility reported, a cook cervical ripening balloon w/stylet was being placed when the stylet was felt through the tip, the device was removed from the patient. Additional information was received on 30jul2018 alleging, the metal stylet came out of cook catheter tip. No harm to the patient. Requests were made for additional information regarding; type of procedure being performed, if the procedure was able to completed, and patient outcome, however, the customer is not able to provide any further information. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and dimensional verification of the returned device was performed. A review of complaint history, device history record, drawings, instructions for use, quality control data, and specifications was also conducted. One device was returned for investigation. A visual examination noted the stylet has penetrated 3mm through the tip of the balloon catheter. Also noted, there was a 2cm gap between the stylet hub and the blue handle. The white ball was missing from the proximal end of the stylet and the stylet was not protruding from the back end of the blue handle. Additional inspection of the returned device by qe was performed. Previous investigation noted the white abs ball was missing from the stylet and was not returned with the rest of the device. Inspection of the end of the stylet where the abs ball should be found noted that the end was smooth and broken. Small pieces of likely adhesive were present indicating that the abs ball was glued per procedure. Inspection of the stylet and abs ball are part of the final inspection process. It is likely that the abs ball was damaged and became separated after this device was released for distribution. This device is shipped with instructions for use (IFU), which states the proper warnings, precautions, and instructions for use. Instructions for using the moldable stylet: loosen the fitting on the proximal hub of the stylet and adjust the wire so that the distal tip of the stylet is even with the distal tip of the cervical ripening balloon. Tighten the fitting so that the wire does not move during manipulation and seat the adjustable handle firmly into the blue port labeled ¿s¿. Use the cervical ripening balloon with stylet to traverse cervix if necessary. Once the cervix has been traversed and the uterine balloon is above the level of the internal uterine opening (internal os), remove the stylet before further advancing the catheter. The stylet should only be used to traverse the tip of the catheter through the cervix and should be removed as soon as the uterine balloon is above the level of the internal uterine opening (internal os) prior to full insertion of the catheter. Aggressive insertion may result in injury to the baby. Warnings: always inflate the balloon with a sterile saline. Never inflate with air, carbon dioxide or any other gas. Do not overinflate. Using excessive pressure to inflate the balloon on this device can cause the balloon to rupture. How supplied: store in dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred. A review of the device history record for lot number 8838141 found no non-conformances related to the reported failure. A review of complaint history records revealed this is the only complaint associated with the complaint device lot number 8838141. There is no indication that a design process or related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The removable stylet provides rigidity to the catheter and aids in placement of the balloon through the cervix. The stylet handle is intended to provide a means of fixing the length of the stylet within the catheter. This ensures the stylet will not pierce the end of the catheter during device placement. The stylet runs the length of the catheter shaft in a separate lumen that is closed at the distal tip. The user removes the stylet from the device once the distal uterine balloon is above the level of the internal cervical os. In this instance, the malleable stylet provided with the cook cervical ripening balloon catheter, pierced the distal end of the catheter. Our investigation determined that there is no evidence to suggest the device did not function as intended. If the adjustable stylet handle is not tightened in the correct location along the length of the stylet, the distal tip of the stylet can pierce the end of the catheter if excessive force is applied to the stylet. Following the directions in the IFU prevents the distal tip of the stylet from piercing the distal end of the catheter during placement of the device. The most likely cause of this failure mode is the user failing to follow the directions for use of the malleable stylet. This may result in the stylet handle being positioned in the incorrect location along the length of the stylet and allowing the stylet to pierce the end of the catheter should excessive force be applied to the stylet. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. The appropriate personnel have been notified of this event.

Event description:
There has been no new information received since the last report was submitted.